Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the small black plastic tip of the device broke off. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted presence of clips in the tube. The cam on one of the jaw legs was disengaged from the driver and bent outward. A small piece of rubber was received. The rubber component does not come from the instrument. The handle was cycled and the clip ejected from the jaws due to the observed damage. The condition of the precludes further functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condi tion. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic chole procedure, the small black plastic tip of the device broke off and fell into the patient cavity. They were able to retrieved the component. There was no patient injury.